Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed no issues; however, the microscopic examination revealed a pinhole at 1mm from the tip of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that balloon did not cross and was leaking. A 3.0mm x 220mm x 150cm, otw coyote was advanced for dilatation. However, upon advancing, the balloon did not cross, and it was leaking. There were no patient complications reported. However, device analysis revealed that a pinhole at 1mm from the tip of the balloon was noted.